Event description:
The surgeon had operated on the patient 12 months prior with mitek st rigidfix femoral + tibial system. 2 months later patient complained about pain in the tibial operation site and the tibial distal pin was seen sitting proud on the tibia and was tapped in again. No more pain after that. Now (10 months later after 1st re-op) patient came back again with same problems at tibial operation site. The proximal tibial rigidfix pin was removed and the implanted tendon was correctly ingrown and was not affected by this operation. Patient is now without pain.